Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, the implantable cardiac monitor (ICM) was in back-up mode. The ICM was explanted and replaced. No patient consequences reported.